Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report a motor error alarm and a compromised force sensor system alarm. The customer's blood glucose reading was 554 mg/dl. The customer performed troubleshooting and was able to complete the rewind sequence; however, the drive support cap was loose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.